Manufacturer narrative:
Additional information from ge healthcare field engineer was received that the leak rate was 360ml/minute. A leak rate of 750 ml or lower is insufficient to affect device ventilation. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. H3 other text : additional information from ge healthcare field engineer was received that the leak rate was 360ml/minute. A leak rate of 750 ml or lower is insufficient to affect device ventilation. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The absorbent canister was replaced to resolve the reported issue. (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction of the condenser assemble creating a potential for a leak greater than 4.5lpm. There was no report of patient involvement.